Event description:
Per the clinic, the patient experienced a sore at the implant site (date not reported). The patient was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.